Manufacturer narrative:
Philips service replaced the lat. Psu fdxd/collimators, restoring communication and system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that no x-ray was possible due to a flat detector communication error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.